Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0j0wa, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type lead.

Event description:
A patient reported via manufacturer representative (rep) they had a symptom return after his spinal fusion l3-s1. The patient noted interstim worked really well prior to his spinal surgery. The rep noted the surgery may have led or contributed to the issue. The rep noted they had reprogrammed and the patient tried all programming options without success in symptoms relief. The rep noted the issue was not resolved at the time of the report. The rep noted the patient had a replacement done on the lead and implantable neurostimulator (ins). The rep noted the patient told them about a surgery on his back he had in (B)(6). The patient had a l3-s1 fusion and after the lead and interstim wasn¿t working anymore and the patient felt stimulation in upper butt cheek instead of between the legs and his urinary symptoms all returned. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0j0wa, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, lot# va0j0wa, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The rep also noted the interstim lead moved due to spinal surgery, it was unclear if the rep was talking about the leading being removed or if the lead actually moved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative confirmed that the lead moved due to the spinal surgery and was confirmed by the doctor based on x-rays etc. The representative also reported that the symptoms seem to be better with the new lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.